Event description:
On (B)(6) 2009 the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified an unknown amount of aneurysm enlargement, a proximal type I endoleak associated with the trunk-ipsilateral leg component, and a type ii endoleak from a single branch off of the right hypogastric artery. It was reported the disease progression in the aortic neck caused the proximal type I endoleak. Both endoleaks were reportedly contributing to the aneurysm enlargement (amount unknown). On (B)(6) 2014, an intervention was performed to address both endoleaks. Intra procedure images confirmed the presence of the type ii endoleak but did not identify the proximal type I endoleak. Six aptus staples were implanted into the existing graft to increase wall apposition and an aortic extender component was implanted to provide proximal extension. Four aptus staples were implanted through both the aortic extender component and the trunk-ipsilateral leg component to increase wall apposition. It was reported attempts to treat the type ii endoleak with coil embolization were unsuccessful. The physician reportedly decided to conclude the procedure and monitor the patient. The patient tolerated the procedure. A reintervention will be performed at a later date to address the type ii endoleak. It was reported the reintervention has not be scheduled.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The patient¿s medications include: omeprazole, aleve, orencia, prednisone, asa, lisinopril, atorvastatin, methotrexate, and penicillin.